Event description:
It was reported that balloon rupture occurred. The patient presented may-thurner syndrome. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified common iliac vein. A 14-4/5.8/75 xxl balloon was advanced for dilation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.